Event description:
It was reported that the right ventricle (rv) lead was explanted due to loss of capture. The physician indicated that when the lead was implanted a week earlier, everything went ok during the procedure. An x-ray showed that everything looked ok, and all values (r wave, threshold and impedance) were stable. After one week, the patient went into the hospital with symptoms that included pre syncope. An ECG was performed and it was verified that there was intermittent capture of the ventricular spike (output value increased), and it was not stable. Although in the egm of the programmer, there were still vp markers and apparently no loss of capture. The patient was immediately brought to the operating room, and the lead was extracted and replaced with a lead of a different model. Additional information: the device has not returned to boston scientific and several return requests were sent to the field rep, but there was no response received.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is expected to be returned for analysis. An investigation will be conducted at that time, and this report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricle (rv) lead was explanted due to loss of capture. The physician indicated that when the lead was implanted a week earlier, everything went ok during the procedure. Everything on x-ray looked ok and all values (r wave, threshold and impedance) were stable. After one week, the patient went to the hospital with symptoms that included pre syncope. An ECG was performed and it was verified that there was intermittent capture of the ventricular spike (output value increased and it was not stable), although in the egm of the programmer, there were still vp markers and apparently no loss of capture. The patient was immediately conducted to the operating room, and the lead was extracted and replaced by a lead of a different model. The rv lead is expected to be returned for analysis.